Manufacturer narrative:
The failure for increased power (jolt) of the device was duplicated through functional testing by the repair technician. Through disassembly and visual inspection, the repair technician confirmed the presence of non-stryker repair and components including the motor assembly. This is contrary to the instructions for use. The affected motor assembly was replaced.

Event description:
It was reported that during equipment testing by the manufacturer sales representative at the user facility, the device, had a jolt of power. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the manufacturer sales representative at the user facility, the device, had a jolt of power. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.